Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the shaft of the device was found to be defective. While removing the 3.00x32mm taxus liberte stent from the packaging, the physician found that the shaft of the device was defective. The device was not used and did not enter the patient. The procedure was successfully completed with a different device with no patient complications reported. Upon receipt of the device it was found that the shaft was broken into two pieces 25cm from the strain relief.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: product analysis found that the hypotube was broken 25cm distally from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The returned catheter was visually and tactilely examined along the entire length of the shaft and no other damage was seen other than the broken hypotube. The distal end of the sds was inspected under magnification and found the tip damaged and the stent was intact with no damage. Although it was reported that the device was not used, the presence of blood in the guidewire lumen is indicative of handling beyond simply unpackaging the device, as was reported. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the shaft of the device was found to be defective. While removing the 3.00x32mm taxus liberte stent from the packaging, the physician found that the shaft of the device was defective. The device was not used and did not enter the patient. The procedure was successfully completed with a different device with no patient complications reported. Upon receipt of the device it was found that the shaft was broken into two pieces 25cm from the strain relief.